Manufacturer narrative:
(B)(4).

Event description:
It was reported there were coupling or communication issues during recharging. The pt would get full coupling bars and then get zero coupling bars. The recharger was replaced recently, but the pt reported the same issue. There was some question as to whether the ins could be flipping inside the pocket, but perhaps the ins was tilting when sitting. It was also reported the high temperature message appeared on the ins recharger for a second before continuing to recharge. The recharger was replaced. Add'l info was requested.